Manufacturer narrative:
Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Not returned to manufacturer.

Event description:
This is from conference presentation in "the 42th annual meeting of (B)(6) hip society." It was reported that there was confirmation of "radiolucent line" after tritanium cup implantation.